Manufacturer narrative:
The reason for this revision surgery was the stem countersinking after 2.9 years in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the patients implant countersinking was most likely the lack of bone growth into the implant as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the implanted alfa ii modular hip stem had countersunk and was causing pain for the patient. The surgeon removed the size 7 19.5mm alfa modular hip stem and noted that no bony ingrowth had occured; causing it to sink. He replaced it with a lima revision hip system.